Manufacturer narrative:
On september 06 2019 haemonetics received a report of a nexsys pcs 300 device which had an unresolved failure during the power on self test (post) due to issues with various printed circuit board components. The customer's technician evaluated the device and did not find any other damaged components, and has ordered replacement components to be sent for resolution. The technician suspected issues with the device control pcb, motor control pcb and pump assemblies. Haemonetics has sent replacement components to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. On september 27 2019 haemonetics received the suspected components for further investigation. It was discovered at this time that the device control pcb had evidence of thermal decomposition, likely due to subcomponent failure on the pcb. No evidence of thermal decomposition was reported found on the motor control pcb or the pump assemblies. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On september 06 2019 haemonetics received a report of a nexsys pcs 300 device which had an unresolved failure during the power on self test (post) due to issues with various printed circuit board components. Haemonetics has sent replacement components to the customer site to be installed by the on-site technician. The technician will perform the repairs necessary to replace the suspect components. The on-site technician will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the failure observed. This failure was discovered prior to any donor or patient being introduced to the system. The failure of a hardware component will prevent the device from passing the post, which eliminates the risk of injury to a donor.